Manufacturer narrative:
The device has not yet been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 11/21/2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was thirty error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit corrected. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.

Manufacturer narrative:
In previous report additional narrative was captured in correctly, in this I was corrected. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service centre. There was 30 error codes found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got scrapped. Box h6: evaluation method code grid, date returned, device avail. For eval and device avail. By mfg. Has been updated.